Event description:
It was reported that a lead fracture was visible on a chest x-ray. The lead also exhibited capture and sensing anomalies. The lead was capped and replaced.

Manufacturer narrative:
Na